Manufacturer narrative:
The reported event occurred sometime in 2016. Manufactured may 31, 2016 - june 1, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit noted a loose/separated red coil cap. The cause of the loose/separated coil cap could not be determined during the sample analysis. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a loose/separated coil cap that was identified after filling. There was no patient involvement. No additional information is available.